Manufacturer narrative:
Insulin pump received with no button response due to flattened esc and act button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform self test and displacement test due to no button response. No button error alarm noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the act button was hard to press and not responding. Customer¿s blood glucose was 195 mg/dl at the time of incident. The insulin pump will be returned for analysis.